Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Concomitant products: smartablate pump. Smartablate generator, model #: m-4900-07, serial #: (B)(4). Carto 3 system , model #: m-4800-01, serial #: (B)(4). Are related to the same incident. (B)(4). Event description continuation: biosense webster will take a conservative approach and report the potential air embolism as an adverse event. Since the ventricular fibrillation required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.

Event description:
This adverse event was originally only reported under the pentaray catheter under 9673241-2016-00726 as it was the only biosense webster, inc. Catheter product provided. However, additional information has been received on october 25, 2016 stating that the ablation catheter used was also a biosense webster, inc. Product. Therefore, we will also conservatively report this event under this ablation catheter (smart touch bidirectional catheter). The awareness date for this report is october 25, 2016. It was reported that a patient underwent an ablation procedure for atrial fibrillation with a pentaray navigational eco catheter and a smart touch bidirectional catheter and suffered a ventricular fibrillation requiring defibrillation and a potential air embolism. During the procedure, after ablation with the smart touch bidirectional catheter had been performed, the patient became hypotensive and went into ventricular fibrillation. The patient was successfully defibrillated. Angiography was performed and the results were all normal. It was also noted that the irrigation bag for the pentaray navigational eco catheter was noted to be empty, but there was no diagnostic evidence. There were no errors or alarms to indicate that the bag was empty as the pressure bag was being used and not a pump with an alarm. The patient exhibited no neurological effects. The patient did not require extended hospitalization as a result of this adverse event. The patient fully recovered with no residual effects. Although the air embolism was not confirmed, the physician indicated that it would have been a result of the emptied pressure bag, thus not related to any biosense webster inc. Products. Also the physician indicated that the ventricular fibrillation was a result of the suspected air embolism.

Manufacturer narrative:
Additional information was received stating that the product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. (B)(4).